Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device gave a remove test plug message when device was in use and no test plug was connect. In this state the device would be unable to charge and provide defibrillation if it was needed. This issue is patient related; however there was no adverse patient outcome reported.